Manufacturer narrative:
The adhesive liner was attached to the adhesive pad and the needle cap was secured to the bottom housing. The device was received deployed. The download data indicates that the device ran 642 pulses and was then deactivated. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. A root cause for the reported event could not be determined. The exposed portion of the soft cannula was observed to be damaged and was found to have a tear. Fluid was seen leaking from this tear. The timing and cause of this damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient's mother reported a blood glucose level of 157 mg/dl.